Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to breakage of the journey 1 bcs 5-6 13mm. No patient information was initially provided.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to the broken post on the poly insert., and an insert with a taller post was implanted. To date, the requested surgical reports and x-rays are not available, therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.